Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. The pin is stuck in the cutting guide. The end of the pin is broken - the broken end of the pin is not available for investigation. Both available components show little traces of use. There are no hints for a material or manufacturing failure. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with np587r - threaded pin headed 3.2mm x 75mm. According to the complaint description: pins got stuck in the holes of the saw block. Only about 0.5 cm are through. It was therefore not possible to pierce the bone. Two more pins were pushed into the other holes so that puncture became possible. Operation successfully completed without delay. No damage to the bone. Date of occurrence: (B)(6) 2020. There was no described patient harm. Additional information was not available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00801 [(B)(4) - nm584r].